Event description:
Patient reported that the manufacturer agent is trying to set it on a level that makes it control the pain now. They are meeting again next month to adjust it so the pain is good in the leg and back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were not feeling the stimulation. When asked for event date pt said they cannot feel the stimulation for quite a while. Agent helped pt to increase the intensity. Agent had difficulty understanding the patient and agent tried to obtain pertinent details. Pt also had difficulty to follow instructions. Pt was in group a, and they increased the intensity in program 1 from 2.2 to 2.9 but they can't feel the stimulation. Agent instructed pt to switch group. Pt tried group b and increased the intensity in program 1 from 2.8 to 2.9 but they still didn't feel the stimulation. Agent reviewed information. Agent redirected pt to their hcp to further address the issue.